Manufacturer narrative:
Technician found the left head side rail was damaged making it unable to lock in the upright position. The technician replaced the damaged mounting bracket and center arm assembly on the left head side rail to resolve the issue.

Event description:
Technician alleged that the left head side rail is unable to lock in the up position. No pt impact.